Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second right knee revision due to instability, poor patella tracking, adhesions, and an undersized and malpositioned patella component. The surgeon noted the tibial component was found to be possibly loose with fibrous cemented fixation, however, there was no confirmation of loosening and the tibial tray was removed with the use of a saw with moderate metaphyseal bone loss. All components were revised. Cement used during the primary operation is unknown. Doi: (B)(6) 2011 (patella, femoral adn tibial component); doi: (B)(6) 2012 (tibial insert); dor: (B)(6) 2018 (right knee).